Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 issue had recurred. A field service engineer (fse) inspected drawer 1.2, disassembled and reassembled it to ensure all components were properly seated. The fse reset the connections on the controller board and each tray to eliminate any loose cables or connections. The fse also performed visual inspection to check for any damage to the tray or drawer cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 4.1 row b kept failing. The customer reported that the malfunction caused a delay in dispensing medication to patients, and they retrieved medication from pharmacy. There were no adverse events or injuries reported based on this incident.